Event description:
It was reported the customer had a leak in their reservoir compartment. Customer stated the leak was located at the o-rings. While troubleshooting for the reservoir leak, the customer noticed a crack on their insulin pump. Customer stated the crack was located where the battery cap goes into the insulin pump. The customer stated they had dropped the insulin pump a week ago. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 350 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-83079.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked belt clip slot at the battery tube threads area, cracked battery tube threads, and minor scratches on the display window. No moisture damage was noted inside of the reservoir compartment or motor.